Event description:
A surgeon reported that following implantation of an intraocular lens (iol) into the capsular bag, a crack was noted in the lens. The iol was removed through an enlarged incision and replaced with another lens. The surgeon reported the pt was treated with medication to resolve edema. Additional info has been requested.

Manufacturer narrative:
Product evaluation: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. Additional info has been requested. (B)(4).